Event description:
Event description guidant received information that this implantable transvenous lead exhibited loss of capture during threshold testing at a follow-up visit. In addition, the ventricular pace appeared on the atrial egram.